Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had knee replacement surgery on (B)(6) 2024 and when they were in the hospital, they were fine with their bladder, however when they got  home on the 12th or 13th they noticed a return of bladder symptoms. They' were having a terrible time and kept having accidents. The patient said that the implant was turned off prior to the knee surgery. They made an adjustments on the 14th or 15th, however hadn't noticed any improvement. Therapy information and general programming guidance was reviewed. The patient connected to their implant and  they were on setting 5.2. It was reviewed how settings affects implanted battery longevity. The patient switched programs and adjusted the setting. They will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they can't seem to be getting it to work, they have had trouble with symptoms, they noticed in the last couple of weeks, when they started moving around a little more since after having knee replacement: it is not working very well. Worked with patient to synch with their implant and patient was successful to increase stim to a comfortable level. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they when turning their battery back on, they had a few problems. After meeting manufacturer, reset the settings. They are doing fine now.